Event description:
The facility reports the staff was moving the resident to the bathing area when they noticed the platform wiggling. The resident was removed from the lift with no injuries. The staff found the platform bolts had snapped.